Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient developed cardiac arrest that the boston scientific device and competitor right ventricular (rv) defibrillation lead failed to detect and provide therapy. A printout of the stored episode was reviewed by technical services. It appears that the adverse event started toward the end of an atrial tachycardia response episode. The rate was below the programmed rate cut-off that digressed into ventricular fibrillation (vf), a wide-complex slow ventricular tachycardia (vt) or entrance block (vf on the left side that was not sense on the right side of the heart). Technical services discussed programming options. Technical services was informed that the patient prognosis was poor as a result of the prolonged cardiac arrest and was currently intubated associated with balloon pump assistance. The device's tachycardia zone was reprogrammed from a single vf zone to a 2-zone (vt zone, 150 bpm with antitachycardia pacing (atp) and shocks; vf zone, 180 bpm with shocks). Additionally, the ventricular sensitivity floor was reprogrammed from nominal to most. The physician's colleague contacted boston scientific to discuss this case. The physician had been asked by the device-following physician to review this case that appears to be vf undersensing that looks like entrance block into the sensing electrode resulting in untreated vf. The physician commented that the patient had been taking amiodarone and had a normal serum potassium level prior to the adverse event. Subsequently, boston scientific received information that the patient had recovered and was recently discharged from the hospital.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2013. The chronic device was explanted and replaced. The chronic competitor rv defibrillation lead was surgically capped and replaced due to issues of undersensing, shock not delivered when required, out-of-range (oor) rv pacing impedances and high capture thresholds (6.5 volts at 1.0 ms). According to the local representative, the physician had no allegations or complaints against the device and confirmed that the device was electively explanted at the time of the lead revision procedure. The device will not be returned to boston scientific for laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.